Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/31/2021. H.6. Investigation: one open 32g x 4mm pe needle sample and two photos were returned from an unknown lot. No, cat. No.320559. Visual examination was carried out on the returned sample and photos and a broken non patient end of cannula was observed. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Event description:
It was reported that a pen ndl 32g 4mm pro 14 bag 700 case jpx broke at the cannula before use. The following was reported by the initial reporter: "the customer reported that there was no needle npe. No further information was provided."

Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a pen ndl 32g 4mm pro 14 bag 700 case jpx broke at the cannula before use. The following was reported by the initial reporter: "the customer reported that there was no needle npe. No further information was provided."